Event description:
It was reported that since (B)(4) the healthcare provider had been having difficulty filling the pump to the 20ml capacity. Attempts had been made to aspirate air from the pump, but no troubleshooting or reprogramming had been done. Further troubleshooting was being considered. It was noted that on (B)(6) 2010 upon inserting the needle clear fluid leaked around the needle connection. The patient had not experienced any symptoms; his control had remained stable. The pump was used to deliver lioresal 2000 mcg/ml with a daily dose of 1372.3 mcg. On (B)(6) 2010, after removal of the old drug and repeated attempts to aspirate air out of the pump, the pump was still unable to be filled to capacity upon refill. It was noted that the patient symptoms were stable, it was just that the refill interval was short due to incomplete refill.

Manufacturer narrative:
(B)(4).